Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review of the transmission, noise oversensing was noted on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.